Event description:
It was initially reported that the patient have an episode of tachycardia. It was reported that the patient aborted it with her magnet. Attempts for additional information have been unsuccessful.